Event description:
It was reported that after two days of intra-aortic balloon (iab) therapy, the physician noted that the radiopaque markers appeared to have migrated along the iab body. They stated that could see the silhouette of the iab to verify position and over the past couple of days the markers have changed location. They then shared x-rays taken over the past two days via text with the getinge representative. They were not willing to remove the iab due to the patient being hemodynamically unstable without counter-pulsation therapy present. They stated that when the iab was removed, they will x-ray it to verify both markers are on the iab body. All other aspects of therapy were as expected. The iab was removed after approximately three and a half days of therapy. After removal, the physician x-rayed it next to a orogastric tube (ogt) for length and size references. It appeared in the image that both markers were present on the iab. The marker at the tip of the iab appeared to be in the proper place and the marker at the base of the iab appeared to have migrated up the catheter body toward the tip of the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: intensivist additional reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A kink was found on the catheter tubing and inner lumen approximately 73.9cm from iab tip. Visual examination confirmed that the rear tantalum marker was found misplaced next to the front marker. The root cause of the reported failure was found to be rear tantalum migration caused by the tantalum detaching from the inner lumen. The tantalum migration is unlikely to have occurred within the manufacturing facility. The DHR, training records of the operator and setup sheets of the dispenser were all reviewed; no issues were found. The iabs were deemed acceptable prior to leaving the manufacturing facility. Each iab is tested multiple times to check the correct assembly and location of the rear tantalum marker. Furthermore, the manufacturing process was reviewed, and no issues were identified. The root cause of the tantalum migration cannot be determined, as it occurred after shipment of the device and was out of getinge¿s control. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fieldss: b4, g1, g3, g6, g7, h2, h11. Corrected fields: d5 (UDI number). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A kink was found on the catheter tubing and inner lumen approximately 73.9cm from iab tip. Visual examination confirmed that the rear tantalum marker was found misplaced next to the front marker. The root cause of the reported failure was found to be rear tantalum migration caused by the tantalum detaching from the inner lumen. The tantalum migration is unlikely to have occurred within the manufacturing facility. The DHR, training records of the operator and setup sheets of the dispenser were all reviewed; no issues were found. The iabs were deemed acceptable prior to leaving the manufacturing facility. Each iab is tested multiple times to check the correct assembly and location of the rear tantalum marker. Furthermore, the manufacturing process was reviewed, and no issues were identified. The root cause of the tantalum migration cannot be determined, as it occurred after shipment of the device and was out of getinge¿s control. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Complaint ID: (B)(4).